Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of recurring incontinence was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is having continued incontinence post implantation of upsized 71-80 mm hg pressure regulating balloon. He is having problems of leakage after lifting and standing, and he uses approximately 2 pads. After discussion with his urologist, patient decided to move forward with transcorporal cuff replacement to improve his continence. On 20-jan-2020 the cuff was explanted and a smaller cuff was implanted transcorporal.

Manufacturer narrative:
Additional information: b5, d7.

Event description:
It was reported that the patient is having continued incontinence post implantation of upsized 71-80 mm hg pressure regulating balloon. He is having problems of leakage after lifting and standing, and he uses approximately 2 pads. After discussion with his urologist, patient decided to move forward with transcorporal cuff replacement to improve his continence. On (B)(6) 2020 the cuff was explanted and a smaller cuff was implanted transcorporal.

Event description:
It was reported that the patient is having continued incontinence post implantation of upsized 71-80 mm hg pressure regulating balloon. He is having problems of leakage after lifting and standing, and he uses approximately 2 pads. After discussion with his urologist, patient decided to move forward with transcorporal cuff replacement to improve his continence. On (B)(6) 2020 the cuff was explanted and a smaller cuff was implanted transcorporal.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of recurring incontinence was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as potential adverse events within product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient is having continued incontinence post implantation of upsized 71-80 mm hg pressure regulating balloon. He is having problems of leakage after lifting and standing, and he uses approximately 2 pads. After discussion with his urologist, patient decided to move forward with transcorporal cuff replacement to improve his continence.